Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced angina. The lesion being treated was located in the mid left anterior descending artery (mid lad). The physician treated the lesion by implanting a 3.0x16mm taxus express2 study stent. At 940 days after the index procedure, the pt was admitted with angina and pci performed. While hospitalized, the pt had "coffee ground vomiting with our drop in hemoglobin. The pt developed a pulmonary embolism and was treated with clexan, due to a fever antibiotics were administered. The pt was discharged 2 days later in good condition.